Event description:
It was reported to boston scientific corporation that a truetome 44 was prepared to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cholangiocarcinoma performed on (B)(6) 2026. During the preparation outside the patient, it was reported that the guidewire came out at the middle of the truetome and not though the distal tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation result) the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was kinked and working length was twisted. Wire insertion test was performed, and the guidewire could advance through the entire length without any problems and did come out from the tip. No other problems with the device were noted. After analysis of the returned device, it was determined that the cutting wire was kinked. The problem could have been caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The twisted working length could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.